Manufacturer narrative:
The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The pipeline flex, microcatheter, and pushwire were returned for evaluation. As received, the pushwire was found outside the microcatheter. The pipeline flex was still attached to the pushwire. The distal end of the pipeline flex was not opened due to damaged braid. The proximal end of the pipeline flex was found fully opened with damaged braid. Based on evaluation of returned devices, the customer's report of pipeline flex failure to open distally was confirmed. It is possible that the damage to the braid may have contributed to the reported issue subsequently causing failure to open at the distal end. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open distally. The patient was being treated for an unruptured, saccular aneurysm located in the left superior hypophyseal artery. Patient's anatomy was of normal tortuosity. Heparinized saline was used to flush the microcatheter during the procedure. The pipeline flex was navigated through the microcatheter without any friction. When deployed, the pipeline flex did not open distally. The physician tried to wag the device since the proximal end was open, but the distal end remained closed. The pipeline flex was resheathed up to the ptfe sleeves and removed from the patient. Another device was used to complete the procedure. There was no report of patient injury.